Event description:
Caller reported a potential false negative troponin (tni) result using the triage cardiac profiler kit. Pt went to ER friday, (B)(6) 2010 at 2300 and was admitted. Initial conditions upon arrival to ER: multiple epileptic seizures; loss of consciousness, no mi. Preliminary diagnosis: tissue necrosis on (B)(6) 2010. Confirmed nstemi diagnosis on (B)(6) 2010. Triage cutoff: <0.4 (negative) tni; 0.4-0.7 (injury, gray zone) tni; 0-11.5 (negative) ck-mb; >11.5 (injury) ck-mb; <138 (normal) myo. Bayer advia centaur cutoff: 0-0.399 (normal) tni.

Manufacturer narrative:
Investigation pending.